Event description:
(B)(4). Event occured in the united states. It was reported that the patient experienced issues with two infusion sets, both involving bent cannulas. The first incident occurred on (B)(6) 2025, while the date of the second incident was not recalled by the patient. In both cases, symptoms were noticed within three hours of insertion. The infusion sets were inserted in the upper buttocks area. These issues resulted in high blood glucose (bg) levels. To address the high bg, the patient administered a correction injection using a multiple daily injection (mdi) method. To resolve the problem, the patient replaced the infusion set each time, which allowed for the successful resumption of insulin delivery. The specific type of infusion set in use was not mentioned in the report. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.